Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received with a clip in jaws and in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 10 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a nephrectomy procedure, while the doctor tried to apply the large endo clip to the renal vein, the clip jumped out from the jaw and couldn't form a correct hair pin formation; but scissor like formation. He tried to fire again, but the result remained the same. The doctor gave up and converted to another device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.